Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen display would "go black" when attempting to unlock the screen. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.